Event description:
Pt was being prepared for anesthesia prior to surgery. The anesthesia mask was being rotated for placement when a cracking sound was heard and the pt said he felt something in his eye. The pt's eye was examined and irritated, nothing was found in the eye but it appeared swollen. The pt end of the anesthesia circuit appeared to have cracked and broken. The anesthesia circuit was replaced and the surgical procedure was completed without incident. Post procedure, the pt complained of his eye and it was examined again but nothing found. The pt was referred to an ophthalmologist but did not keep the appointment. Post surgical f/u approx a week later the pt reported that his eye seemed watery for a couple days and then resolved.

Manufacturer narrative:
On (B)(4) 2012, complaint # (B)(4) was received by king sys reporting "a piece of the elbow broke and went into the pt's eye. It was flushed several times and is swollen." King sys evaluated part number (B)(4), which was returned to king sys on (B)(4) 2012. After review of the circuit, it was noted that crack was on the pt end component and not on the elbow as originally reported. A sample portion of the pt end component, part number (B)(4), was dissected and ftr testing was performed. Ftir testing was also performed on acceptable baseline material for comparison purposes. The portion of the returned parts shows acceptable baseline material for comparison purposes. The portion of the returned part shows acceptable material composition as exhibited on the ftir testing graph, performed on (B)(4) 2012, enclosed. Dimensional/gage inspections were performed on various lots of circuit elbows, part number (B)(4), and pt end components, part number (B)(4). Inspections were performed to ensure that both components met engineering specs. Both parts exhibited acceptable dimensional characteristics. Review of elbow and pt end component device history records did not reveal any out of spec characteristics or anomalies. Both elbow and pt end components were then subjected to various stress tests. One test that was performed included prying between the walls of the pt end component with a hardened steel tool. This test took excessive force to crack/damage the plastic walls. Another test consisted of repeatedly inserting the elbows into the pt end components and then rotating the elbow between approx 90 to 180 degrees. No cracking or wall damage was noted during this test. The final functional test that was performed was inserting the elbow, in a skewed position (not truly perpendicular), into the pt end component and applying excessive force. It was noted that this type of insertion caused the pt end component to crack. In summary, when applying design intent usage scenarios, king sys could not duplicate the failure mode that was exhibited on the circuit that was returned under the above inquiry number. It is only with intentional miss-assembly of the two mating parts, and under excessive force, that king sys could duplicate the failure.